Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via medwatch # 5071364 that the patient experienced a perforation. In (B)(6) 1992 the patient underwent an inferior vena cava filter procedure where a greenfield¿ filter was implanted. However, post procedure the patient had experienced sharp, stabbing pain in the lower left quadrant of their abdomen. Computed tomography (CT) scans were performed and it was determined that the prongs of the filter had migrated into the stomach wall and were puncturing the small intestine, close to the aorta. In 2010 the ivc filter was successfully removed. Since then the patient has suffered from chronic stomach issues and a recent colonoscopy revealed that the ivc filter perforation had created adhesions in their intestinal track causing pre-cancerous polyps that now require regular monitoring.